Event description:
It was reported that the patient¿s first implantable neurostimulator (ins) was replaced because their ¿body rejected¿ it and that the ins had started to push itself out. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).